Manufacturer narrative:
No unexpected changing in between screens noted. No unresponsive buttons noted. All buttons function properly. No moisture damage or corroded keypad traces noted. The connector at the lcd board was found locked. The insulin pump had cracked reservoir tube lip and minor scratched lcd window.(B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the insulin pump was switching from the rewind complete screen to the status screen without input from the user. Customer's blood glucose was 277 mg/dl. The customer could not recall any significant events leading to the keypad issues. It was also found the customer was hospitalized for a non-diabetes related issue. However, customer also reported they had an infection on their site due to their diabetes. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.